Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the dark blue (female connector) detached from the light blue (mainbody) of a minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. To resolve the issue, the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and a separation between the female connector and the main body was observed. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the set during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.